Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6 complaint conclusion: as reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change and the device came out of the puncture site. Manual compression was performed for 20 minutes and the patient recovered. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly, an audible click was heard, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. There was no change in the indicator window, as it did not show any black or red color. The physician did not have their thumb placed on the plug deployment button during retraction. A 5f non-cordis sheath was used. The procedure was a transarterial chemoembolization (tace) performed using a retrograde approach. The exoseal vascular closure device (vcd) was prepared and used in accordance with the instructions for use (IFU). No visible signs of device or package damage were observed prior to use. The physician achieved certification on the use of the exoseal vascular closure device (vcd) and has used the device several times prior to this procedure. Angiography verified the femoral artery suitability, including a vascular sheath introducer insertion angle of 30¿45 degrees, vessel diameter greater than 5 mm, no visible calcium or plaque at the puncture site, no stent near the puncture site, no stenosis greater than 50% at the puncture site, no prior closure at the target femoral site within 30 days, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use. One non-sterile vascular closure device - 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not pressed, while the guard was unlocked. The plug was in its manufactured position, and the indicator wire was found deployed and the loop in good condition. Finally, it was observed that the indicator window was received in the black/white position. The unit was already inserted into a non-cordis unknown french catheter sheath introducer (csi). During this visual analysis a presence of dried blood residues along the lumen of the delivery shaft and plug swollen was observed during this analysis. The functional deployment simulation evaluation could not be performed, as the unit was clogged with dried blood residues. An attempt to clean the unit using hydrogen peroxide and an ultrasonic bath were made, however unsuccessful. The indicator window was manually moved and achieved the three stages of indication. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. Evidence indicates that the mechanism had already been advanced from its initial position, thus the guard was previously actuated. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device as it was able to achieve all three stages of the indicator window and there were no anomalies noted to the internal mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported no change to indicator event as the functional test could not be fully performed due to the received condition with the device clogged with dried blood, not allowing the mechanism to move appropriately. However, as this condition would not have been experienced by the user, testing of the indicator window within the handle was performed and it was able to achieve all three stages of the indicator window during functional analysis. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change and the device came out of the puncture site. Manual compression was performed for 20 minutes and the patient recovered. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly, an audible click was heard, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. There was no change in the indicator window, as it did not show any black or red color. The physician did not have their thumb placed on the plug deployment button during retraction. A 5f non-cordis sheath was used. The procedure was a transarterial chemoembolization (tace) performed using a retrograde approach. The exoseal vascular closure device (vcd) was prepared and used in accordance with the instructions for use (IFU). No visible signs of device or package damage were observed prior to use. The physician achieved certification on the use of the exoseal vascular closure device (vcd) and has used the device several times prior to this procedure. Angiography verified the femoral artery suitability, including a vascular sheath introducer insertion angle of 30¿45 degrees, vessel diameter greater than 5 mm, no visible calcium or plaque at the puncture site, no stent near the puncture site, no stenosis greater than 50% at the puncture site, no prior closure at the target femoral site within 30 days, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use. The device will be returned for evaluation.